Event description:
It was reported that during reprocessing of the mega needle driver instrument, it was noted that the wire on the instrument were frayed. No missing or fallen pieces were reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation observed that the grip cable was broken at the distal idlers. The idler pulley spins freely and was not damaged. The cable segment sticks out at the wrist. No other cables damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; the damage to the instrument's broken cable found during failure analysis investigation could likely cause or contribute to an adverse event if the failure mode were to recur.